Manufacturer narrative:
Please refer to the attached report the review of provided data confirmed the reported issue and revealed that the warning occurred on (B)(6) 2024 at 18h18. The warning is due to a higher current than expected. The provided expert data showed that this higher current may be due to a reintervention or an ablation procedure on (B)(6) 2024 or a component failure. Since the device functions in a ¿degraded¿ mode, we strongly recommend explanting the subject device. The root cause could not be identified, as the device was not explanted and not returned for expertise, no further analysis could be performed.

Event description:
Reportedly, during the follow up appear the message "possible ineffective defibrillator system."

Manufacturer narrative:
Please refer to the attached report the review of provided data confirmed the reported issue and revealed that the warning occurred on (B)(6) 2024 at 18h18. It is due to a higher current than expected. The provided expert data showed that this higher current may be due to a reintervention or an ablation procedure on (B)(6) 2024 or a component failure. Since the device functions in a ¿degraded¿ mode, we strongly recommend explanting the subject device. Further investigation will be performed on the returned subject product to identify the root cause of the reported warning.

Event description:
Reportedly, during the follow up appear the message "possible ineffective defibrillator system"

Manufacturer narrative:
The device was explanted on (B)(6) 2024 but is not available for analysis. The conclusion remains unchanged.

Event description:
Reportedly, during the follow up appear the message "possible ineffective defibrillator system".